Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26us, serial#: (B)(6), ubd: 24-sep-2023, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was verified via visual, tactile, and fluoroscopy. No misload was identified. A pre-implant balloon aortic valvuloplasty (bav) was performed with a (non-medtronic) 16 millimeter (mm) balloon. During the first deployment attempt the valve was recaptured due to dislodgement. When the valve was redeployed, an infold was reported. Subsequently, the valve was withdrawn from the patient and a new valve was used to complete the procedure. It was noted that the annulus had a perimeter of 71.4 mm and an area of 383.8 squared mm. The target implant depth was 3-5 mm. An attempt was made to use the cuspal overlap technique. The flush port was facing at 3 o'clock during insertion. It was noted that there was severe calcification and a short membrane septum. Per the physician the calcium contributed to the infold. No adverse patient effects were reported.